Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date 2024-02-26; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a patient via a manufacturer representative regarding a patient receiving fentanyl (concentration 250mcg dose 40mcg) via an implantable pump. The indications for use were unknown. It was reported that the patient stated they felt they were not getting adequate pain relief from the pump. The healthcare provider (hcp) attempted to do a dye study of the catheter. They were unable to get the long needle into the catheter access port (cap) without it getting bent. The hcp felt that that the needle was not going into the cap completely in order to attempt aspiration of cerebrospinal fluid (csf). The hcp would review MRI results next week, then determine if additional testing was necessary to check if the catheter was in the intrathecal space. It was unknown if the issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's weight and medical history were asked but unknown. The patient status at the time of the report was alive with no injury.